Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances of the lstn on (B)(6) 2017. The issue was related to the device/therapy, but unrelated to the implant procedure. The patient was reprogrammed on (B)(6) 2017. The issue was resolved without sequelae on (B)(6) 2017. No patient symptoms or further complications were reported as a result of this event.